Event description:
Burr temporarily lodged in coronary artery. After insertion of intra-aortic balloon pump, burr, guide catheter and guide wire were removed. A portion of the guide wire remained in the pt. The distal portion of the guide wire was removed with a snare. The pt was sent to or for bypass surgery. The pt tolerated the procedures well.